Event description:
Per dealer (B)(6) , states right brake does not engage properly intermittently usually when transporting. Dealer advised goes from drive to push mode but chair still drives. Chair will work with or without the brake engaged. Spoke with tech. Dealer could not provide any further information.